Manufacturer narrative:
System analysis/service repair on (B)(4) 2016: the reported "fiber port overheat" could not be reproduced and the reported "leak" could not be confirmed. A preventive maintenance service was performed in conjunction with the service evaluation of the laser.

Manufacturer narrative:
At the time of the first bph procedure, an ams field service engineer was contacted. A service was performed on the laser. Reportedly, the fse found no leaks. The laser was returned for use in the facility on 08mar2016. At this time, reportedly, the laser has not been used in a case with a patient.

Event description:
It was reported that during a prostate procedure "fiber port overheat" message was observed more than once, and the operating room staff had difficulty with fluid leaking during the surgery. The procedure was canceled and rescheduled. "No injury to patient" was reported. On (B)(6) 2016, the (B)(6), using another greenlight moxy fiber and an "xps laser rented from anothr hospital", was performed . Patient outcome: "ok". No further information was reported.